Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that the needle would not draw insulin with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2) it was reported that the needle would not draw insulin into the syringe. Reporter states customer is unable to report whether it was the needle or the syringe that was defective.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not draw insulin with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the needle would not draw insulin into the syringe. Reporter states customer is unable to report whether it was the needle or the syringe that was defective.